Manufacturer narrative:
Product analysis: image of stent delivery system one photograph was received by the account capturing a section of the endeavor resolute shelf carton and delivery system. The distal section of the delivery system is visible from the photograph including the distal tip, balloon and a section of the distal shaft. The stent is not present on the balloon. Crimp impressions are visible on the balloon from the photograph. Product analysis: device evaluation the dislodged stent was stretched, bunched and deformed. There were 23 welds visible on the stent which meets the specifications required for the number of welds present for this size stent. There was one stent segment intact at one end of the stent. While the other end did not have a full intact segment there is no evidence of a weld break visible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the procedure was prompted by coronary heart disease. The physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified and very tortuous (vertical angle) lesion in the lcx. No issues were noted during inspection prior to use. During the procedure and due to the lesion¿s calcification and tortuosity, the stent dislodged during withdrawal of the device in the vessel/guide catheter and fell into ulnar artery. The lesion was pre-dilated multiple times. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through any previously deployed stents. The physician attempted to capture the dislodged stent using the delivery system but failed, the dislodged stent remains in the patient. Patient status was stable after the operation. The dislodged stent was taken out from patient¿s ulnar artery by reverse puncture of brachial artery six days after the initial procedure. This is the first time the physician used 2.25 mm stent. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The patient was discharged from hospital after recovery, feeling well. Delivery system decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned for analysis. Slight kinks were evident along the hypotube. Crimp impressions were visible on the exposed balloon surface. A 0.015 inch mandrel could not be loaded through the inner lumen due to hardened contrast/residue. Slight deformation to the distal tip was evident. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.